Event description:
Pt on stretcher with both side rails up. Rolled over for pain injection. Right rail broke and pt fell to the floor. Complained of pain in right knee and thoracic spine. Examined by physician.